Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim. It was reported by healthcare professional (hcp) that patient's device been broken for several years. Patient needed a head MRI, but had no way of confirming for MRI technician that their therapy was off. Patient further clarified that it wasn't working for several years. They have replaced the batteries in the patient programmer and when trying to sync, they would get the poor communication screen and was unable to connect to ins. Patient was redirected to hcp. No further complications were reported or anticipated.